Event description:
Hill-rom received a report from the account stating bed would self-run when the bed is plugged in. The bed was located in (B)(6). There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom tech found the side rail cabble connection was not good. The tech reconnected the cable and the issue was resolved. Based on this info, no further action is required.